Event description:
An other health care professional reported that following implantation of intraocular lens (iol), the patient's astigmatism was getting worse. The patient was extremely unhappy with her vision. It was reported that another surgeon checked the implant and found everything to look fine with no issues but gave patient a script for 6 months of anti-inflammatory just to be safe. Patient has no cystoid macular edema. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).